Manufacturer narrative:
The customer later confirmed that the dr. Used spyglass to break up some large bile duct stones. After removing a significant amount of stone debris, the dr. Attempted to place a 10 fr plastic cook stent using a fusion pushing catheter. The dr. Was able to get the stent into the duct but was not able to release it. The stent seemed to get stuck at the back flap and the elevator appeared to be ¿stuck¿. The dr. Was able to pull the stent back up through the scope and then placed a pancreatic stent over a second wire that was still in the pancreatic duct from earlier in the procedure. The device was evaluated, and the customer¿s allegation of debris trapped between the inside of the cap and the scope elevator was confirmed. In addition to debris trapped between the inside of the cap finding, the additional evaluation findings are as follows: scratches and a burn mark found on forceps passage, and the bending section cover glue was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope single use distal cover had debris trapped between the inside of the cap and the scope elevator. The issue was found during procedure. The evis exera iii duodenovideoscope was removed from the patient, the elevator was cleaned of stone debris, the cap was replaced, and the therapeutic procedure (endoscopic retrograde cholangiopancreatography) was completed with the same device. There was a 5-to-10-minute procedural delay and extension of anesthesia time. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the crushed gallstone fragments got caught in the forceps elevator during an endoscopic retrograde cholangiopancreatography procedure (ercp) causing the reported event. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿4.3 using endotherapy accessories: warning. If the forceps elevator cannot be lowered while using an endotherapy accessory, stop the procedure immediately and contact olympus without changing the position of the instrument.¿ ¿3.3 inspection of the endoscope inspection of the endoscope: inspect the forceps elevator and the area around the forceps elevator for foreign materials such as debris and fluids, while moving the elevator control lever to raise and lower the forceps elevator. If any foreign materials are observed, stop using the endoscope and take necessary measures according to section 6.2, ¿inspection before each patient procedure¿.¿ ¿5.1 troubleshooting also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ this supplemental report includes a correction to h10 (evaluation results) from the initial medwatch. It was initially reported that the customer¿s complaint was confirmed; however, the user¿s complaint was not confirmed. The device evaluation is as follows: olympus performed a visual inspection of the received device and was unable to find any signs of restrictions when tested with multiple olympus sphincterotome devices (fr.4, fr.7, fr.9 )and olympus brand new disposable forceps brush. There was no evidence of foreign objects/materials/stains found with the distal end elevator forceps raiser. However, there were scrape marks/nicks on the edges of the elevator forceps raiser. The biopsy channel was inspected with an olympus borescope and was able to find evidence of excessive scratches/scrape marks, burn stain marks on the channel wall. There was no evidence of foreign materials/objects observed inside the biopsy channel wall. Olympus will continue to monitor field performance for this device.